Event description:
It was reported that patient presented in-ER after receiving inappropriate therapy. Review of the episodes showed slow vt with ventricular undersensing. The device was reprogrammed; patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.